Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an unresponsive pulseless (B)(6) female patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the clinician administered oxygen to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device activity log and the device performed to specification. Customer communication indicated that the analysis was performed and the patient regained consciousness during the analysis where the device advised a shock. The user acted accordingly and did not deliver the shock according to the intended use of the product. Reports of this nature do not meet zoll's reportability guidelines and was reported in error. No trend is associated with reports of this type.